Event description:
It was reported that during implant of this lead, high pacing impedance out of range and high capture threshold were observed. The lead was removed and attempted to be implanted one more time and the measurements were still out of range. As a result, the lead was removed prior to pocket closure and another lead implanted. The cause of the observations was attributed to a potential lead fracture. No adverse patient effects were reported. The lead is not expected to be returned for analysis as it was discarded at the healthcare facility.